Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the pencil insulation caught on fire. The device was being used at the settings of 40/40. No patient injury resulted from the issue.

Manufacturer narrative:
Evaluation summary: a device sample was received for evaluation. The ptfe insulator on the electrode had slightly softened and deformed. The tip of the electrode was slightly charred. Visual inspection found part of the coating to have worn away and the electrode tip to be slightly charred. The investigation identified the root cause of the damage to the electrode to be the user exceeding the maximum power settings for this product resulting in excessive heating. The instructions included with this product cautions: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.